Manufacturer narrative:
(B)(4). Premature sled movement. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a lap left-sided hemicolectomy procedure, new sterile device, opened at operating-room. First two eruptions/flash with green cassette were successful, the third flashing with yellow cassette was not performed because of device failure. After closure of first handle, the second handle was also closed but cutter didn't appear. Lock sign appeared, it was not possible to unlock the device. To escape bleeding, the conversion to open procedure was done, device was removed with effort. Operation time increased in 1 hour 20 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information from the affiliate: on what tissue type was the device used? At what location on the tissue? Large intestine, tissue of medium thickness. Was it used on thick tissue? Reload was chosen in accordance with the tissue thickness. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? The question is not applicable to the described event because when the device was closed the knife didn't get out, locking sign appeared, the firing could not be performed as the device was locked. Was the cartridge correct inserted, did they hear the "click"? - yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? - on the 3rd firing (1st and 2nd firings were done with green reload, 3rd - with yellow, the firing could not be performed as the device locked after second trigger was closed). During which stroke did the event occur? When the second trigger was closed the knife blocked, locking sign appeared, it was unable to fire or open the device. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ¿ the knife didn't appear (blocked) and the devise was hard to open, that's why the surgeon had to perform conversion to complete the procedure and remove the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? This question is not applicable for the described event as it was unable to complete the usage of device, it was locked and could not be opened without intervention. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? - no. Was there any difficulty removing the device from the tissue? Yes, device was locked and could not be opened without intervention, conversion was made to remove the device and complete the procedure. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Yes, about 5x1,2 cm. Since there was bleeding, how much blood did the patient lost? Was a transfusion required? Bleeding was adequate to abdominal incision, more blood was lost comparing to the planned laparoscopic procedure, but no transfusion was required. Was the patient taking any anticoagulants? If yes, specify prescribed medication. - unknown. Does patient have a known coagulation disorder? Unknown. Has this any impact on the patient, the surgery or the healing process? Yes, conversion to open procedure, abdominal incision instead of lap, healing process increased due to incision. Is there any other additional information you would like to share about this device or procedure? The complaint was received from very experienced doctor (professor) who have been using device for many years.